Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "can not secure cutter" could be confirmed. During service, it was found that the device locking components did not hold the cutter in place under a load. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device could not secure the cutter; it was not holding the drill bit. It was also reported that the "drill bit feels locked but when you step on the pedal, bit comes out. It is known that the device was used during surgery. It is also known that there was no patient or user injury; however, it is unknown if there was any medical intervention or surgical delay related to the event. No additional information available.